Event description:
Healthcare professional reported right deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of a1401 (deflation problem) for the period of oct 2020 through sep 2022 related to date opened indicates that five points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a1401 (deflation problem) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on radius side assessed as a fold flaw opening and one opening on anterior side assessed as surgical damage. Additional observations: creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right deflation. Device has been explanted.